Manufacturer narrative:
Device is not being returned for evaluation. The re-design of the tip has reduced the amount of force needed to penetrate tissue. This lot was manufactured prior to the change.

Event description:
Elite pass suture shuttle needle tip broke during procedure (rotator cuff repair, arthroscopic). Risk manager confirmed that this issue occurred in two different cases. It was also stated that the patient was x-rayed and the tip could not be seen. The surgeon was confident that the broken tip did not remain in the patient. The patient was made aware of this and is doing fine. Length of delay is not known.